Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information to b5 of the initial medwatch. The following information was received from the customer. - the event occurred during reprocessing. - there was no patient or procedure impacted. - the customer follow the process of manual reprocessing, including pre-cleaning, cleaning with endozyme detergent, and disinfectant as glutaraldehyde. - the customer aware of the foreign material found on the device while return of the equipment. Correction to g3 of the initial medwatch. The aware date should be 20-jan-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely the reprocessing steps recommended in IFU was not performed completely due to malfunction of forceps elevator, which made foreign material remain at/around the forceps elevator. The event can be detected/prevented by following the instructions for use which state: "all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope." Olympus will continue to monitor field performance for this device.

Event description:
The following information was received from the customer. - the event occurred during reprocessing. - there was no patient or procedure impacted. - the customer follow the process of manual reprocessing, including pre-cleaning, cleaning with endozyme detergent, and disinfectant as glutaraldehyde. - the customer aware of the foreign material found on the device while return of the equipment.

Event description:
The customer reported to olympus, that the duodenovideoscope, forceps elevator had irregular movements. The event occurred during preparation for use, prior to an unknown procedure. Upon inspection and testing of the customer return device, foreign material was found on the device forceps elevator. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device, the following defects where found: angle wires were stretched, adhesive on a-rubber was detached, scratch on connection tube, discoloration of s-cover, dirty on c-cover, r/l knob and u/d knob and due to deformation of k-wire, forceps lever did not move smoothly. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.